Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the resection sheath had beak fell off. The issue occurred during reprocessing. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. During device inspection found ceramic insulation was missing. Based on the results of the investigation, the reported issue was caused by a component failure of the inner sheath. The cause of the damage is likely deterioration over time. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.